Manufacturer narrative:
E tab initial reporter - the complaint came through: (B)(6). Investigation summary: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received with regards to a 7.5" (19 cm) appx 1.1 ml, bifuse ext set w/chemolock¿ port, chemoclave¿, spiros¿, 2 clamps that experienced leakage. The reporter stated that chemolock y connected to axatilimab & ns lines, then connected to patient. Axatilimab infusion initiated. Leak noted from connection at base of chemolock to y tubing, medication pooling on patient's bed. Infusion stopped & chemolock y changed. Spill cleaned up appropriately. Infusion resumed with no issue. There was patient involvement and no adverse event. Lost small amount of medication but not significant.